Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that one of the ems staplers jammed, another ems stapler had staples not advancing and the third ems had double feed staples. There was no consequence to the pt.